Event description:
It was reported that a provider is reusing devices on multiple patients. It was reported that the provider is using alcohol to clean the device and then inserting the entire device in a cleaning solution. The reporter wishes to remain anonymous.